Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. Visual inspection revealed contamination of the purge insert with glucose residue, and the purge motor shaft was unable to spin freely, due to fluid ingress and contamination. After purge motor assembly was cleaned, the issue was resolved, and console was able to purge. The cause of the failure mode was contamination. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced failing to prime the pump and/or cassette during preparation of the device. No clinical details regarding resolution. No patient harm reported.